Manufacturer narrative:
Continuation of d10: product ID 977c165 (B)(6); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that high impedance was observed. Impedance values were measured for multiple contacts, with contact 4 at 40000, contact 8 at 36131, contact 9 at 40000, contact 10 at 40000, contact 13 at 24038, contact 14 at 30550, and contact 15 at 40000. The issue was ongoing and not resolved. The current approach involved programming around the high impedance contacts, and it was noted that the physician might consider replacing the lead if adequate pain control was not achieved with the available contacts. No patient complications have been reported as a result of this event.